Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to leakage of the scope connector. The device evaluation found that the bending angle was insufficient, the angle knob had play, liquid leakage was observed in the operation part, the curved rubber adhesive was missing, the curved rubber adhesive portion was cloudy, the objective lens adhesion part was cloudy, the lighting lens adhesion part was cloudy, the suction channel in the universal cord was not watertight, the suction cylinder was scraped, water-tightness was not maintained due to the cracking of the scope connector, liquid leakage was observed in the scope connector, and the scope connector was cracked. Scratches were found on the insertion tube, the curved rubber, switch 1, the insertion part of the corrugated tube, and the objective lens. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope displayed an e315 error. There were no reports of patient harm. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Event description:
The following additional information was received from the customer: the reported error (e315) occurred during pre-use inspection.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the error (e315) was caused by a defect of the image sensor unit, a failure of the internal circuit board of the video connector, or the system. However, the root cause could not be determined. Olympus will continue to monitor field performance for this device.